Event description:
It was reported that the device was used during an unknown procedure. The device fell apart at the jaws after the case was completed. All the pieces are present. There was no adverse consequence to the patient. One device is being returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with I blade damaged, the jaw detach from instrument and not returned. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged top jaw and I blade. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws/I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.